Manufacturer narrative:
New information: mentor received additional information indicating that the date of event was on (B)(6) 2018, not (B)(6) 2018 as reported in the initial report dated 7/3/2018. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it was observed to be ruptured. However, no conclusion could be reached as to the origin of the rupture as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 700cc gel breast implant, catalog # 3507004bc, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 700cc and experienced rupture on the right breast implant. The rupture was confirmed by MRI. As a result, patient will undergo removal of implant on (B)(6) 2018.